Manufacturer narrative:
Date of event: approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7101085/7101163.

Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.